Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, halos and starburst , unable to driver at night due to night vision which is not good. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated, the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided, that the customer spoke with ecp and was informed to wait longer. Consumer inquired about night vision. During the phone conversation, patient was given statistical data from pib. No further information was provided. File will be reopened, if further information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but further no information was available.